Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error alarm and drive support cap anomaly. The customer¿s blood glucose level was 240 mg/dl. The customer reported that they received a motor error alarm. The customer reported that the drive support cap was flush. The customer was advised the pump will need to be replaced. The customer was advised to revert to back up plan per health care professional instructions until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device alarmed motor error during basic occlusion test due to faulty force sensor resistor . Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test.